Event description:
It was reported that the headend hydraulic assembly was leaking. The user facility was unable to provide any info as to whether there was pt involvement or adverse consequence associated with the reported issue.